Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 02-may-2017. The most recent information was received on 06-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain with probable negative aetiological work-up") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rotator cuff syndrome ("tendonitis in right shoulder"), musculoskeletal pain ("pain in shoulder blade for 3 years despite appropriate management"), nervous system disorder ("disturbances of neurological and psychiatric spheres"), mental disorder ("disturbances of neurological and psychiatric spheres"), memory impairment ("memory disturbances"), asthenia ("asthenia"), mood altered ("mood disturbances"), headache ("recurrent headache"), paraesthesia ("paraesthesia in hands and arms"), grip strength decreased ("loss of grip strength"), dizziness ("dizzy spells"), myalgia ("muscle pain") and arthralgia ("diffuse joint pain with progression of symptoms over past 7 years"). On an unknown date, the patient experienced dermatitis contact ("contact allergy to cobalt"). The patient was treated with surgery (salpingectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rotator cuff syndrome, musculoskeletal pain, nervous system disorder, mental disorder, memory impairment, asthenia, mood altered, headache, paraesthesia, grip strength decreased, dizziness, myalgia, arthralgia and dermatitis contact outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, dermatitis contact, dizziness, grip strength decreased, headache, memory impairment, mental disorder, mood altered, musculoskeletal pain, myalgia, nervous system disorder, paraesthesia, pelvic pain and rotator cuff syndrome with essure. Diagnostic results: laboratory tests were performed and found no dysthyroidism, no inflammatory signs, no electrolyte imbalance. Also physical examination was not highly contributive for other etiologies. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2918 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-jun-2017: quality safety evaluation of product technical complaint. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain with probable negative aetiological work-up") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rotator cuff syndrome ("tendonitis in right shoulder"), musculoskeletal pain ("pain in shoulder blade for 3 years despite appropriate management"), nervous system disorder ("disturbances of neurological and psychiatric spheres"), mental disorder ("disturbances of neurological and psychiatric spheres"), memory impairment ("memory disturbances"), asthenia ("asthenia"), mood altered ("mood disturbances"), headache ("recurrent headache"), paraesthesia ("paraesthesia in hands and arms"), grip strength decreased ("loss of grip strength"), dizziness ("dizzy spells"), myalgia ("muscle pain") and arthralgia ("diffuse joint pain with progression of symptoms over past 7 years"). On an unknown date, the patient experienced dermatitis contact ("contact allergy to cobalt"). The patient was treated with surgery (salpingectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rotator cuff syndrome, musculoskeletal pain, nervous system disorder, mental disorder, memory impairment, asthenia, mood altered, headache, paraesthesia, grip strength decreased, dizziness, myalgia, arthralgia and dermatitis contact outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, dermatitis contact, dizziness, grip strength decreased, headache, memory impairment, mental disorder, mood altered, musculoskeletal pain, myalgia, nervous system disorder, paraesthesia, pelvic pain and rotator cuff syndrome with essure. Diagnostic results: laboratory tests were performed and found no dysthyroidism, no inflammatory signs, no electrolyte imbalance. Also physical examination was not highly contributive for other etiologies. Further company follow-up with the regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain with probable negative aetiological work-up. A salpingectomy was performed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.